Event description:
Report received of a piercing pin that broke during pt use. The pt was undergoing a cystoscopic examination. It was reported the nurse was spiking the port of an irrigation bag, when the tip of the spike broke. Subsequently, the flow of solution carried the broken spike tip fragment through the set tubing to the pt's bladder. The surgeon visualized the fragment and was able to remove the fragment from the bladder. The length of the exam was reportedly prolonged "about 5 minutes." There was no adverse pt effect. Though requested, no additional info was provided.